Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized around (B)(6) 2012 due to pneumonia. The customer went into a coma the day after they got hospitalized. The cause of death was heart failure. Six months prior to passing, the customer would drop to 25 to 40 mg/dl and paramedics would be dispatched. The customer would bolus for their meal and then only eat half of it. The caller stated that the customer had cancer and pneumonia that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected prior to passing as the customer was in a coma. The customer was not using sensors. The caller declined to return the insulin pump for analysis.